Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were hard to press and acted sluggish. The patient also stated the pump would lock without user presses. The patient denied trauma to the pump. The patient reportedly wore the pump on a waistband or in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): testing could not duplicate complaint for keypad unresponsive. All keys are responsive. The keypad was removed to investigate and no evidence of keypad contamination or misaligned contacts were found. The pump cover was removed to inspect keypad flex and flex connector, with no defects being found.